Event description:
It was reported patient underwent a revision procedure six months post implantation due to tibial loosening and fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). H3: reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Visual evaluation of the photograph provided confirms that the tibial peg is fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. X-ray review indicates there is loosening of the device. No hardware fracture seen. No bony fracture seen. Moderate joint effusion. Mild osteopenia. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.